Manufacturer narrative:
Received first of three used. List #ch-12, chemoclave® bag spike with additive port dry spike. With one used bd infusion device; one used. Bd phaseal. Complaint of particulate matter can be confirmed based in the physical samples returned by customer. Reported condition was replicated when using the drip chamber spike provided by the customer and the shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. Probable cause, unknown.

Event description:
The event involved a chemoclave® bag spike with additive port dry spike where the customer reported a particle of plastic found in the drip chamber. It was noted that the particles were found during priming with d5w 250ml bag for priming with ndc 0264-7510-20. There was no patient involvement, and no human harm. This is the first of 3 events.